Manufacturer narrative:
Findings: pump powered up properly after battery installation. Pump passed the displacement test however, unit alarmed compromised force sensor during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime, excessive no delivery, self-test, unexpected restart error tests or verify operating currents due to compromised force sensor alarm during priming. Pump received with missing drive support sticker, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.